Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: s603 ipg, implanted: (b)(46 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high impedance and no capture were observed on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.